Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that she has been using kotex for about a year. On (B)(6) 2017, while wearing a tampon she experienced dizziness, vomiting, chills, shakes, sweats and sharp abdominal pain and side pain. She stated she was unable to eat or drink due to nausea and had a fever of 101.0 f. She went to the ER. A vaginal exam was performed and no pieces of the tampon were found inside. Blood work was obtained; whereupon, she was diagnosed with toxic shock syndrome (tss). She was given oral antibiotics and was sent home to recover. She scheduled a follow-up with her pcp. She stated there were no problems with the tampon itself indicating it looked normal. No additional information is available at this time.